Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedance measurements of greater than 125 ohms. Boston scientific technical discussed trouble-shooting options will the health care professional (hcp). There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicates that additional shock impedance measurements of greater than 125 ohms were recorded. It was recommended that the patient be brought in for device testing. The local boston scientific field representative followed up with the patient's clinic for additional information; no additional information was able to be obtained. The system remains in service. No adverse patient effects were reported.